Event description:
Two x-act carotid stents were unable to open when introduced into the carotid artery. New stent introduced pt left the or with full neurological function." Upon further query of the customer, the physician attempted placement of a xact stent 10x8x40 mm. In the left internal carotid artery. The vessel was described as "80% stenosed." Reportedly, "the physician positioned the xact stent in the targeted area and started to deploy the device but the dial would not turn any further and only exposed a few mm. Of the stent. The physician decided to pull the partially deployed stent back into the 6 french shuttle sheath." The physician introduced a second 10x8x40 stent but it would not deploy from the delivery stent reportedly, the dial would ot turn. The physician withdrew the device and debated whether to use a co's device but the "precise" stent would not fit a 6 french sheath. The physician opted to use a 9x7x30mm xact stent, which was deployed successfully in the left internal carotid artery reportedly, the pt "did fine" and was discharged on an unk date.